Event description:
It was reported that balloon rupture occurred. A 2.0mm x 220mm x 150cm coyote balloon catheter was advance for dilatation. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres for 30seconds. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications as result of the event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k) #: k111295, k162350.